Event description:
The customer reported to customer service that the power supply for her pump has exposed wires. No injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow u, the customer indicated that she witnessed sparking at the exposed wires on the strain relief, but did not see smoke or fire. She also indicated that the replacement power supply is working without issue and that she disposed of the original power supply. Sparking is indicative of at least one short in the dc cord. The product involved in the complaint was disposed of. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed. As a result of CAPA ca10-049 which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(4) 2011. Activities related to this notification are on-going.